Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports that during activation the heel warmer exploded. It got into the nurses hair and on the ceiling and on the baby's blanket. The customer further reports that the nurse tried it out of her hair and there was no medical treatment required.